Manufacturer narrative:
Title: early outcomes of native and graft-related abdominal aortic infection managed with orthotopic xenopericardial grafts. Source: j vasc surg 2021;73:222-31. Apr. 21, 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study analyzed patients who underwent abdominal xenopericardial reconstruction for native or graft-related aortic infections between july 2017 and september 2019. There were 21 patients wherein 8 patients were treated with xenopericardial tubes and 13 patients with bifurcated grafts. A 60-mm vascular staple was used to staple the patch to form tubes for the graft. Complications included: a ruptured false aneurysm at the staple line resulting in hemorrhagic shock and emergency surgery in one patient. The aneurysm was repaired directly. One month subsequently, all clinical symptoms and signs of infection were absent; however, at 9 months, the patient presented again with signs of reinfection, with endocarditis, leading to death.